Manufacturer narrative:
Submit date: 1/6/2009. An investigation is currently underway, upon completion, the results will be forwarded.

Event description:
It was reported to covidien in 2008 that a customer had an issue with an insulin needle. The customer reports the cannula broke off completely, while injecting insulin into her stomach.